Event description:
Roux-en-y gastric bypass to divide the duodenum. Ralc45 dlu was used to divide the duodenum. Device appeared to have fired correctly. Upon connection, device calibrated correctly. Device was closed on tissue and got into firing range without a problem. Device was fired in blue range and seemed to be fine interoperatively. Patient developed post-op leak along the staple line on the duodenal stump that required another surgery. Sutures were applied to complete the case without further incident.